Event description:
While a doctor was attempting to sew an arterial line into a patient's left radial artery, the suture needle snapped in half. This left half of the needle in the patients arm. The doctor was able to remove the broken needle without significant injury to the patient. Manufacturer response for curved needle in arterial line kit, ask arrow (per site reporter): the manufacturer is investigating, but in the absence of the broken needle what they can accomplish is limited.